Manufacturer narrative:
As per further investigation, this complaint is about another philips product (cardiac workstation 7000) instead of efficia dfm100 monitor/defibrillator. Thus, there is no allegation regarding efficia dfm100 monitor/defibrillator, and this case will be closed as a non-complaint. Further complaint handling activities regarding cardiac workstation 7000 will still be documented in philips reference pr (B)(4).

Event description:
Philips received a complaint on the defibrillator indicating that ¿the device had a freezing display for 30 seconds.¿. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name:(B)(6). Reporter last name: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.